Event description:
Ro (B)(4): it was reported that a leaking front reservoir was observed. No patient injury was reported.

Manufacturer narrative:
The device was returned to smiths medical. Visual inspection revealed a cracked tank cover. Then, the tank was filled with water, temp check attached, plugged in line cord plugged in, and power switch turned on. It was determined that the customer caused the damage to the unit. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. The DHR review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device. The device manufactured in 2005.

Manufacturer narrative:
The device was returned to smiths medical. Visual inspection revealed a cracked tank cover. Then, the tank was filled with water, temp check attached, plugged in line cord plugged in, and power switch turned on. It was determined that the customer caused the damage to the unit. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. The DHR review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device. The device manufactured in 2005.

Event description:
(B)(4): it was reported that a leaking front reservoir was observed. No patient injury was reported.